Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer1 failed and displayed error as device not detected on bus. The field service engineer (fse) identified that auxiliary drawer 1 was experiencing pocket failures, including pockets not ejecting or recovering. The fse reseated the row board cables, removed the pockets, and cleaned debris; however, the issue persisted. Due to repeated failures of the legacy drawer, the full-height drawer was replaced. The drawer and pockets were tested in the application, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1 pocket a1 failed and error message displayed device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.